Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument did not articulate properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The instrument did not move in the intended direction. Direction not reported. The timing of instrument movement was not appropriate. There was no injury to the patient as a result of the event. There were no broken cables visible at the instrument wrist.

Manufacturer narrative:
An investigation is being performed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a frayed pitch cable at the proximal clevis hub. Some filaments the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The frayed pitch cable will be the cause of the instrument does not articulate properly. There were no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.